Event description:
It was reported that during an unspecified treatment procedure, balloon watermelon occurred. The target lesion was in-stent restenosis located in the left renal artery. A non-bsc stent had been in place for 7 years. A mach 1 guide catheter was used to introduce a 5.00 mm/2.0 cm/135 cm peripheral cutting balloon into the artery. The cutting balloon performed well, but the physician needed to up-size, so a 6.00 mm/2.0 cm/135 cm peripheral cutting balloon was then introduced. The balloon slipped (watermelon seeded) back into the proximal stent upon inflation. The physician attempted inflating 3 more times and each time the balloon would slip back. The image of the artery post inflation shows a shelf where the distal end of the arthrotomies had been. No further interventions were required. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).